Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this ICD and rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 150 ohms. It was noted that this rv lead was already programmed to initial polarity and maximum energy shocks for continued monitoring, but rv lead replacement was recommended at this point. This ICD system remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this ICD and rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a recent measurement of 150 ohms. It was noted that this rv lead was already programmed to initial polarity and maximum energy shocks for continued monitoring, but rv lead replacement was recommended at this point. This ICD system remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that ICD and rv lead were explanted, and the patient was upgraded to a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Shock impedances had been in the 145-150 ohms range, and the suspected cause was lead calcification. No additional adverse patient effects were reported. Both the ICD and rv lead were returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.